Event description:
Event description guidant received information that this transvenous defibrillation lead triggered a 'shorted shocking lead' message in this implantable cardioverter defibrillator (ICD).